Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an micorstent implant procedure, at the time of microstent insertion looked like it was in correct position although when attempted to advance pas (peripheral anterior synechiae) 3 windowing area wouldn¿t advance. And patient started bleeding, iop was put up and bleeding stopped, attempted to advance again and started bleeding again, stopped it again and left it in. Post operation day (pod1) 4+ micro hyphema but otherwise looked good. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the evaluation device code of 2920 was an error. It should have been 2616 on the original MDR. Additional information provided inh.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of hyphema, increased iop, and would not advance; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).